Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was inoperable. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician confirmed that the device was not able to power up using a supplied power supply from the investigation laboratory therefore, no further functional testing could be performed. No error log could be obtained. The underside of the display ribbon cable had unknown white residue on it. The pca (printed circuit assembly) had unknown white residue and brown corrosion, signaling moisture on the pca, at the following locations: c41 area, c65 area, q3 area, q2 area, q21 area, +vref area, c124 area, d20, d21, and d22 area, u13 area, u2 area, q6 area, u10 area, r144 area, and j4 pins. The iso port tube had unknown white residue and brown corrosion marks on it at the location right below q3 on the pca. The p4 power input on the device had unknown green corrosion on it, and it¿s plug. The plug at p4 was very difficult to unplug. The bottom of the pca beneath q3 had unknown white residue and brown corrosion marks on it. The u1 pins and surrounding area had unknown white residue, brown corrosion, and black burn marks. The r179 area had unknown white residue, brown corrosion, and black burn marks. The d15 and surrounding area had unknown white residue. The technician observed the motor blower brass nut had corrosion on it and the blower box had potential mineral deposit marks in it, signaling potential water ingress. The technician observed potential dust in the iso port tube. There is visible damage or functionality failures of the device, most likely due to external conditions. The technician observed two main potential issues: potential moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint and potential water ingress at the blower box.